Manufacturer narrative:
(B)(4). Eval, results: (mi and revascularisation).

Event description:
Two lesions were treated during the index procedure with one other brand stent implanted in the prox cx and one micro driver stent implanted in the 2nd obtuse marginal. One day post index procedure the pt had elevated troponin, the investigator has reported that this was remotely related to the device and probably related to index procedure, no action was taken pt recovered without treatment. Approx 4.5 months post index procedure the pt was hospitalized with pulmonary edema, this event was not related to the study device or procedure and pt recovered with treatment. The pt was also suffering chest pain. The investigator reported that this event was definitely related to study device and not related to the index procedure. Diagnostic angiography showed new stenosis of the left main, prox lad and marginal 1 and instent coronary artery restenosis of the study stents on circumflex/marginal 2. CABG was performed to the left main, prox lad and 1st obtuse marginal. Pt recovered with treatment. Pt also had events of av fistula, pulmonary edema, renal failure, pleural effusion and infection which were resolved with treatment. Approx 1 year post index procedure pt was hospitalized with dyspnea and chest pain due to pulmonary edema, treated with dialysis, pt recovered with treatment.